Event description:
It was reported the pump touchscreen was unresponsive. There was no reported impact to the customer's blood glucose level. The customer reset the pump to resolve the issue and resumed insulin therapy successfully.